Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. The reported patient effect of tissue damage is a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic coronary procedure. Reportedly, the proglide suture was deployed successful; however, after the knot was tightened down, bleeding was seen that was more excessive than a 6f opening. A 7f sheath and then 8f sheath were inserted to stop the bleeding, but were unsuccessful. An 11f sheath was successful in stopping the bleeding. The initial proglide suture was removed and another proglide was attempted to achieve hemostasis in this now large-hole opening; hemostasis was not achieved. An angioseal was used in addition to the proglide suture to achieve hemostasis. Hospitalization was prolonged. The next day a pseudoaneurysm was noticed and treated with manual compression. No additional information was provided.